Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate shocks due to atrial fibrillation (af) with rapid ventricular response (rvr) and dual arrhythmia, and therapy was exhausted. It was noted that after the 5th attempt, it looked like the af broke, but then went back into dual arrhythmia with the next shock. After the last shock, there was af with rvr and then af with v-pace. Technical services (ts) discussed talking to the electrophysiologist about possible programming changes. This ICD remains in service. No additional adverse patient effects were reported.